Event description:
It was reported that during a biopsy procedure for diagnosis, the wires were loose. Another unit was used to continue the procedure. The procedure outcome was reported as fine and the pt's condition was reported as fine.